Event description:
The male pt received 3.5 x 13mm and 3.0 x 23mm cypher select plus stents in the proximal lad and a 2.75 x 13mm cypher select plus stent in the mid lad. During the procedure, there was an occlusion in the first diagonal within the stented area. The site related this to the 3.0 x 23mm cypher stent. Six to twenty four hours post procedure, ck was greater than 5 times the normal level and troponin was greater then 5 times the normal level. Twenty four hours to discharge, troponin was greater than 5 times the normal level.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.